Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a demo of the da vinci system, when attaching the patient carriage, the cover did not engage on arm #2. After several attempts, a new cover with a different serial number was opened. There was no report of patient involvement.